Manufacturer narrative:
All gathered information are currently analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that during the resident¿s transfer from a bed to a wheelchair, the left shoulder clip detached. The event occurred when the resident was adjusted into an upright seated position in the sling. The staff was pulling the lift, rotating and adjusting the resident. Then when the staff was reaching the wheelchair the clip detached. It is unknown what happened between the moment the staff was reaching the wheelchair and the shoulder clip detachment. Initially, it was reported that the patient sustained a laceration to the back of the head and an abrasion to the right shin. However, on 2024-march-25 (4 days later), arjo received additional information regarding the patient¿s outcome which indicated that the patient passed away. After the incident, the maxi twin lift and sling were inspected by an arjo field service technician. The evaluation results showed that the lift was operating as intended, the sling was in good condition, no damage, stress, or defect on the sling clip was detected. The customer alleged that the patient was not kicking, they did not manipulate the sling during transfer and there was no obstruction. The instruction for use of the maxi twin (04.kt.00_15) indicates that: ¿warning: to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation¿ the passive clip sling (04.sc.00-int1_6) instruction for use indicates: ¿warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process¿ the sling clip has been designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Also, the mushroom-shaped lug on the spreader bar prevents the clip from inadvertent removal. When the tension is present during the transfer there is a downward force on the clips, ensuring the clips remain in the desired location on the lugs. Therefore, the detaching of the sling shoulder clip in normal condition is unlikely. Considering that the shoulder clip detached, we concluded that a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required to detach the shoulder clip. The complaint information is not sufficient to confirm the allegation. Looking at the event it has been established that a floor lift and arjo sling were used for patient handling at the time of the event. The clip detached and from that perspective system did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the sling clip detached during the transfer.

Manufacturer narrative:
All gathered information are currently analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the patient had been transferred from a bed to a wheelchair. When the patient was over the bed, the caregivers repositioned the patient to a seated position and rotated the patient, then the left shoulder sling clip detached. As a consequence of the event, the patient fell out of the device. The patient sustained the laceration to back of her hear and abrasion to right shin. The first aid provided. On 25-march-2024 arjo received information that the patient passed away.